Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused cefepime during patient therapy on the cardiovascular intensive care unit. The patient was receiving cefepime at 200ml/hr with total volume of 100ml. The infusion should be completed within 30 minutes; however, more than half the volume of medication remained after 30 minutes. Upon inspection, there were drips from both the primary and secondary tubing at the same time even though the tubing set up is done correctly. The pump was reprogrammed; however, did not resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to previous g3: date received by MFR: update date to 02/25/2025. Additional information: d9, h3, h6 (update codes), h11. H11: the device was evaluated on-site. A review of the event history log identified several infusions of cefepime programmed as a secondary infusion to infuse at 200 ml/hr for a volume to be infused (vtbi) of 100 ml. Several downstream occlusion alarms were identified during an infusion on the reported event date. A downstream occlusion sensor test, upstream occlusion sensor test, and a flow rate accuracy test were performed with no issues; the device met testing specifications. The reported condition was not verified during testing. Should additional relevant information become available, a supplemental report will be submitted.